Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking (esc) and was breached cut. There was blood in/on the helix/lobe mechanism, tissue on the helix, and visual analysis revealed apparent explant damage.